Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Cleared the moisture from tubing and calibrated the flow sensor and vent engine to resolve the issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.